Event description:
Patient received 19 shocks from what was suspected to be lead noise. Patients device was at 3% mol2 and went to eos following the shocks. Patient had postural testing performed which was able to replicate noise on the rv lead. On (B)(6) 2018 this ICD was explanted and replaced and the rv lead was capped and replaced.

Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.